Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 298 mg/dl. However, her blood glucose was 400 mg/dl earlier in the afternoon. The patient treated via manual insulin injection. Troubleshooting was not completed due to the customer not having spare reservoirs or infusion sets to connect to the insulin pump. The insulin pump was not returned for analysis.